Event description:
It was reported that a revision surgery is required due to fracture of the stem at the taper junction.

Event description:
It was reported that a revision surgery is required due to fracture of the stem at the taper junction.